Manufacturer narrative:
Patient date of birth unavailable.

Event description:
A lead extraction procedure commenced to remove two leads: a right atrial (ra) and right ventricular (rv) lead due to infection. A lead locking device (lld) was inserted into each lead to act as a traction platform to aid in extraction. Using a spectranetics glidelight laser sheath, the physician removed the rv lead without difficulty. However, after extraction of the ra lead, the patient's blood pressure dropped. Rescue efforts began immediately, including pericardiocentesis and sternotomy. Injuries to the atrium and to the posterior superior vena cava (svc) were discovered. These areas were repaired successfully, epicardial leads were used to stimulate the heart, and the patient survived the procedure. This report captures the lld, present within and providing traction for extraction of the ra lead, at the time of the atrial injury. The svc injury is captured in MDR #1721279-2020-00144, involving use of the glidelight device in the area of the svc.